Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to complete essential performance testing. The belt was unable to latch to a monitor. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.